Event description:
It was reported that during an interventional stenting procedure, a stent dislodged inside the patient. The 99% stenosed lesion was located in the mildly tortuous and severely calcified innominate (brachiocephalic) artery . The express biliary stent 7.0x30mm (75cm catheter) was advanced to the lesion. The stent and delivery system were removed when the physician decided the catheter was too short. Upon withdrawal, the stent came off the balloon and dislodged in the patient's radial artery. The stent was removed by surgical cut down, and the radial artery was "tied off." The procedure was completed with a longer catheter - 135cm. No further patient injuries or complications were reported. The patient status is reported as "satisfactory."

Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).